Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the system reset error. The power supply switch and the front panel switch were recommended for replacement.

Event description:
The hospital reported the unit required a reboot to operate the ventilator. There was no report of patient injury.